Manufacturer narrative:
As reported the surgeon was about to use the bard ventralight w/ echo ps and it "broke." As stated another mesh was opened however it was decided to use what was inside the patient. Multiple attempts have been made to gather additional information regarding this event. To date we have not received a response from the contact. It is unknown what is meant by "broke" and it is unclear if the mesh portion of the device is implanted in the patient.. Should additional information be provided, a supplemental MDR will be submitted. A lot number was not provided therefore, a review of the manufacturing records is not possible at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the surgeon was about to use the bard ventralight st w/ echo ps and it "broke." "We opened another piece of mesh and he (surgeon) decided to use what was inside the patient". There was no patient injury reported.